Manufacturer narrative:
Results: the pusher assembly was kinked throughout its length. The embolization coil was intact with the pusher assembly and knotted. Conclusions: evaluation of the returned handle revealed it passed for functional specifications when tested. Since the pusher assemblies of the smart coils with reported difficulty detaching were not returned for evaluation, the root cause of this reported issue could not be determined. Evaluation of the returned smart coil revealed the embolization coil was knotted and unable to be re-sheathed. If the smart coil is advanced against a wall of the saline bath or other barrier during preparation for use, the embolization coil may become knotted, which may prevent the embolization coil from being re-sheathed. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2018-00034, 2. 3005168196-2018-00035, 3. 3005168196-2018-00036.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (handles). During the procedure, prior to use, the physician advanced a smart coil out of its introducer sheath and into saline for verification; however, the smart coil ¿knotted¿ on itself and would not re-sheath; therefore, it was set aside. Next, the physician deployed a new smart coil into the target vessel but had difficulty detaching the coil using the handle; however, after three attempts, the smart coil finally detached. It was reported that the same issue was encountered with two other smart coils. Therefore, the procedure was completed using a new handle and additional smart coils. There was no report of an adverse effect to the patient.